Event description:
Complaint relates to the medtronic 530g insulin pump. Since starting using this version of the pump (I have used medtronic pumps for 14 years) in (B)(6) 2013, I have received a number of "motor error" alerts, I have received, on average, 2 per week since early (B)(6) 2014. I called today to have the pump replaced because I assumed it was defective. The customer service rep informed me that there are 2 likely causes for this. First, the pump will develop motor errors if exposed to magnetic fields. She told me that I cannot go through tsa body scan machines while wearing the pump. This was the first warning I have received of this problem after receiving several hours of training for this pump model and dozens of hours of training in the last 14 years). Secondly, she said that the pump will often signal false motor errors when users view one of the screens (i.e., the glucose sensor graphs) on the pump while receiving a bolus of insulin. I had never been informed of this software issue with the pump before today. Medtronic is sending a replacement pump and has requested the return of my defective device.